Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deformation of the housing. Measurement of surface of the housing: deformation detected: yes - measured value: - 0.079mm [tolerance (0 ± 0.02mm)] too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the prosa is permeable. Computer control test: the computer controlled test showed the opening pressure of the prosa, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 35.63 cmh2o. This is within the specified tolerance of 40 cmh2o -8/+7 cmh2o. Adjustability test: the prosa was found to be adjustable to all pressure settings. Braking force and brake function test:. The braking force of the prosa was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in prosa. Results: based on our investigation results, we can identify a deformation of the valve housing but no deviation in the valve function. However, we assume that the deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Additional information are available. According to the complainant, the valve (part # fv701t) was believed to be operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complainant device was returned to the manufacturer for evaluation. Age: 42 years. Height: 163 cm. Weight: 80 kg. Same event: medwatch: 3004721439-2021-00186.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a prosa valve w /mininav (part # fv702t) was implanted during a primary surgery performed on an unknown date. According to the complainant, the device malfunctioned. The patient underwent a revision procedure on an unknown date. The complaint device has not been returned to the manufacturer for evaluation. Although requested, additional information has not been made available. No patient complications were reported as a result of the revision procedure.